Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. As a sample was not available for analysis, we could not complete a detailed investigation on the reported complaint type. Trained personnel inspect all our products for leaks during manufacturing and perform several quality inspections prior to product release. We have reviewed our complaint database for complaint of this nature and none were received. Therefore, we believe that complaints of this nature are rare and this is an isolated incident. However, we will continue to monitor our complaint reports for similar issues. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a report received by baxter (B)(4) from a customer on (B)(4) 2010. The customer reported a situation observed during therapy with an accusol bag. Due to the quality of the sheeting and the design of the bag, air entered in the line and filter so then the procedure had to be stopped. The set and filter with the clotted blood had to be discarded, which presented a maximum blood loss of 200 ml to the patient. This occurred when the substitution fluid was connected to the blood pump. There was still some solution in the accusol bag and the air detector on the machine triggered an alarm. No samples were available. No patient injury or medical intervention was reported along with this event.